Event description:
Customer called to report ind-flagged (indeterminate / no value / suppressed) troponin I (accutni) results from the unicel dxc 600i synchron access clinical system for five patient samples, approximately one hour after having socket connection failures. Prior to the socket failures, the instrument generated valid patient results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting. During troubleshooting, customer found that a troponin I pack listed in the reagent inventory was not loaded on the carousel. A troponin I pack was found open and in an unlisted slot. It was also discovered that free t4 (thyroxine), cortisol and cea2 (carcinoembryonic antigen) packs were loaded on the carousel; however, they were not in the reagent inventory. Therefore, customer did not properly follow published reagent pack loading requirements customer had previously run bnp (b-type natriuretic peptide) samples before the socket failures occurred, and the results were comparable to the rerun results. Per customer, previous shifts had no issues. The cts assisted customer with correcting the entire contents of the reagent inventory and the carousel. The cts instructed customer to load the unopened troponin I pack properly. The cts then instructed customer on how to correct the misloaded bnp pack. Finally, the cts instructed customer to run quality controls, the results of which were within limits. The cts then verified proper instrument performance with customer to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
Upon review of the supplied information, the cts determined that the cause of this event is attributed to user error, as customer did not follow the published reagent pack loading requirements. (B)(4).